Event description:
Information was received from a healthcare provider regarding a patient who was receiving saline (pfns, pbs) and fentanyl via an implantable pump indicated for non-malignant pain. It was reported that the patient's pump was empty and was alarming. The hcp stated that they filled the pump with saline and the pump was still alarming. The hcp did not have the tablet with him at the time of the call or the patient . The issue was not resolved through troubleshooting. The hcp was going to visit the patient tomorrow, (B)(6) 2024 to review why the pump was still alarming (non critical alarm). No further information was reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.